Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, confirmed internal driveline wire damage that would have contributed to the reported low speed and pump stoppage event captured within the submitted log file. The heartmate ii lvas was returned assembled with the driveline cut approximately 11.5 inches from the pump housing, a middle segment measuring approximately 12.5 inches was returned, and a distal segment measuring approximately 21 inches was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. A distal end driveline replacement was performed by an abbott technical services representative on (B)(6) 2019 was captured under a work order. The replaced portion of the driveline was returned measuring approximately 13.5 inches. A clamshell was present and the silicone sleeve was cut lengthwise prior to return. The bionate layer was discolored but otherwise unremarkable, and there was breakdown in the metal braided shield from approximately 2.5 inches from controller connector. Examination of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The segments of driveline that were returned with the pump were tested for continuity in the conditions that the pump was received and did not reveal any discontinuities or shorts. The silicone jacket was unremarkable, and the bionate layer was discolored but otherwise unremarkable. The metal braided shield had severe breakdown from approximately 8 inches to 9.5 inches from pump housing. The layers were carefully removed from the driveline in order to evaluate the underlying wires. Visual microscopic examination of the driveline revealed an insulation breach to the yellow wire on the proximal segment of the driveline. The insulation of the yellow wire was breached approximately 8 inches from the pump housing. The area of wire insulation damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in this location. The remaining portions of all segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The observed insulation damage to the yellow wire would have contributed to the observed low speed and pump stoppage event while the patient was operating on their power module on a grounded patient cable if the exposed conductor from the yellow wire made contact with the metal braided shield, resulting in a short to shield. The heartmate ii lvas IFU covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Hmii patient handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections b5 and d7: additional information.

Event description:
It was reported that the patient's driveline repair was unsuccessful. The patient underwent pump exchange on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with low speed advisory and pump off alarms. External driveline repair was performed on (B)(6) 2019. Distal end replaced. Log file analysis showed 1 pump stop while attached to a power module. This type of behavior has been linked to potential issues with the percutaneous lead. The alarms were an incidental finding during a routine clinic visit. The patient was unaware that it occurred. Cause of the alarms are assumed to be due to a short-to-shield condition. No issues were identified with the external driveline that was returned. The patient was asymptomatic.